Manufacturer narrative:
Upon completion of the investigation, it was noted that the eds iii was visually inspected and noted that the needle free injection/sampling site on the y connector had been removed, and replaced with a white cap. This is a fixed y connector, and not removable without braking the connector. The current quality inspection for these assemblies is established to 100% test for leaks and blockage. Review of the history device records confirmed the device with product code 82-1731, with lot number ctgcby, conformed to the specifications when released to stock on the 18th june 2015. The root cause of the problem reported by the customer is due to removing the needle free injection/sampling site; atypical force was used to remove the needle free injection/sampling site as this is glue on to the y connector removing this has caused the plastic to split. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
When placing the lumbar drainage system, it was noticed that the tubing was cracked at a stopcock. This event led to a csf leakage. Risk of contamination for the patient.